Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: czech republic. Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00400-1, 0001526350-2023-01287. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the cutter failed the test cut. The cutter appeared to be worn/dull. Replacement is required to fully repair cutters. The cutter was returned to the customer as is. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that before surgery the mesher ratchet handle was stuck in one position and not able to perform the up and down motion. There was no patient involvement with no harm or delay to a procedure. Due diligence is complete and no additional information is available. At product evaluation investigation the cutter failed the test cut. No adverse events were reported as a result of this malfunction.